Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation:it was reported that the catheter lumen of a wayne pneumothorax catheter set or tray occluded. On day 2 of admission, a 43-year-old male patient was treated for serosanguinous malignant pleural effusion with placement of a wayne pneumothorax catheter in the midaxillary 4th intercostal space, using seldinger technique. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. Saline was instilled into the chest tube at some point during indwell time. On day 9 of admission (7 days post-procedure), the patient experienced chest tube blockage/obstructed lumen, which was treated with flushing with normal saline and was resolved. The device indwell time was 19 days. The patient was discharged to hospice 19 days post-procedure and died the following day.a lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this representative device during the investigation.the complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field.cook also reviewed product labeling. The IFU packaged with the device contains the following information relevant to the reported failure:¿9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve.¿based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It was reported that the occlusion was resolved with normal saline flush. It is possible that the device was occluded with biomatter; however, cook cannot confirm this possibility.the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? Device not returned to the manufacturer h6 - annex f28: selected to capture the report patient death not related to reported adverse event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter lumen of a wayne pneumothorax catheter set or tray occluded. On day 2 of admission, a 43-year-old male patient was treated for serosanguinous malignant pleural effusion with placement of a wayne pneumothorax catheter in the midaxillary 4th intercostal space, using seldinger technique. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. Saline was instilled into the chest tube at some point during indwell time. On day 9 of admission (7 days post-procedure), the patient experienced chest tube blockage/obstructed lumen, which was treated with flushing with normal saline and was resolved. The device indwell time was 19 days. The patient was discharged to hospice 19 days post-procedure and died the following day.